Event description:
The drill bit broke off in the bone and that the surgeon left it in because it would cause more harm trying to retrieve the broken piece than leaving it in. X-ray performed on area to determine action. The arthrex representative was contacted. Here is what I have from the nurse's statement: it was an arthrex 2.4 suturetak drill bit that live in the shoulder repair tray and the product number is- ar-1934d-24. From what I am aware is that there was no patient injury at that time but trying to retrieve the drill bit could have potentially caused issues. The arthrex representative informed me that the drill bits are reused and it is hard to tell how many times they have been used. After repeated uses the drill bits become more brittle with the wear and tear of drilling into bone. He also said because they are arthroscopic drill bits are longer than typical which causes them to get stressed more. The arthrex representative suggested having the department replace the drill bits or switching to disposable drill bits. It seems this isn't the first time these drill bits have broken off.